Event description:
Reporter alleged obtaining the results of 181 mg/dl and 464 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his normal 10 units of novolin insulin after getting the 181 mg/dl and 464 mg/dl readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.